Event description:
It was reported that the pt presented with hip pain. Surgeon explanted cup, liner, and head. Implanted tritanium cup, mdm, and metal head.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 17-3200e, lot # unk, description: alumina c-taper head 32mm/0. Cat # 6250t-32e, lot # 14466001 description: trident alumina insert. Cat # unk, lot # unk, description: 20mm screw. Cat # unk, lot # unk, description: 25mm screw. It cannot be determined which, if any of these devices may have caused or contributed to the pt¿s experience. The reporter confirmed that the devices were kept by the pt and no add¿l info will be provided. The root cause of this specific event could not be determined with the limited info provided. A review of the device history records where valid lot codes were provided, indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the valid lots reported.